Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that there was no infusion flow. After investigation by the technician, it was found that the trocar was defective. The trocar was replaced and the procedure was completed with no impact to the patient.

Manufacturer narrative:
The lot complaint history was reviewed and no additional complaints are associated with the lot for the reported issue. The device history record (DHR) shows the product was released per specifications. The cassette was not returned for evaluation to address the "no infusion flow" portion of this complaint. Only a 23 gauge trocar was received and then sent to the manufacturing site for analysis. The returned trocar sample was found to be conforming, therefore a defective trocar as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. Since the cassette was not returned, a full evaluation could not be performed to determine why there was no infusion flow. As such, the root cause of no infusion flow could not be confirmed. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and no root cause could be established. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(6).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).